Event description:
It was reported, the pt was experiencing a shocking sensation from her lead. The sjm rep met with the pt and determined lead impedances were normal. F/u identified the physician planned x-rays of the scs sys.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.